Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the pump¿s display screen had evidence of moisture behind it after the patient had worn the pump on a rafting trip. The reporter stated that the pump was powered off, and after powering back on, half of the screen was not visible. There was no reported physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/04/2013-device evaluation:the pump has been returned and evaluated by product analysis on 11/22/2013 with the following findings:a visual inspection of the pump showed no evidence of moisture behind the display screen. The pump powered on normally during testing and display screen was fully functional and illuminated. Evaluation revealed a crack in the pump¿s casing and evidence of moisture contamination was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.